Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter intravenous (IV) access set was used for patient infusion of magnesium sulfate and resulted in an overinfusion. The patient received 20g of magnesium IV instead of the ordered quantity, which was 4g, during a gravity infusion setup. The magnesium infusion "ran completely", and the patient received the "full bag of magnesium at an unknown dose amount". Consequently, the patient had a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The outcome of the patient was unknown. No additional information is available.